Event description:
The customer reported to olympus during preparation for use, no image and doesn¿t register when plugged to the 4k autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the found switch #2 had worked intermittent due to a worn-out switch board, faulty cable and rear cover label faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the image did not display due to a cable failure. However, the specific root cause of the cable failure could not be determined at this time. Olympus will continue to monitor field performance for this device.